Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was experiencing burning sensation around the area of the device. Boston scientific technical services (ts) referred patient to the physician. This device remains in service. No adverse patient effects were reported.